Manufacturer narrative:
Field service engineer (fse) troubleshoot the no table movement complaint and found this was caused by a bad relay at the incoming power at the table. The fse replaced the relay and all table functions resumed. Fse verified proper operation in accordance with systems service manual. The fluoro issue was a result of the no table movement. This is a safety interlock designed into the system. System is designed so that when there is no table movement, there can be no fluoro. Unit passed checkout procedures and was returned to service.

Event description:
On (B)(6) 2013, customer reports via phone that during a pt scope, the fluoro and table movement functions failed. These functions are not needed for scope procedures. Procedure was completed. No pt information is available except no pt injury.